Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge at the t:lock. A cartridge change was performed resolving the issue. Blood glucose level was 325 mg/dl.